Manufacturer narrative:
Patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01656. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat an upper gi bleed in the stomach during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the resolution clip would not separate from the catheter on the third deployment step. The physician had to manipulate the scope and eventually it separated from the delivery catheter. A second resolution clip (manufacturer report # 3005099803-2011-01656) was used and the same issue occurred. The clip would not separate from the catheter on the third deployment step. The physician had to manipulate the scope and eventually it separated from the delivery catheter. The physician used a third resolution clip to complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.